Event description:
It was reported that a patient underwent a pelvic floor repair procedure on an unknown date. The patient experienced an erosion of the mesh requiring surgical removal in 2009. Also, there was a "failure of primary prolapse surgery".

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.